Event description:
The early battery depletion occurred on a japan-unapproved ICD that was implanted in thailand seven years ago. The patient has been followed up in recent years at (B)(6) hospital and the device will be replaced on february 27th. Should additional information be received this file will be updated.